Event description:
A malfunction alarm was reported for a pump distributed by air liquide healthcare ireland. It was unknown whether there was an impact on the customer's blood glucose level, as the information was either unknown or declined. Technical support assisted the customer with resetting the pump, but the malfunction recurred. Consequently, the pump was scheduled to be replaced, and the customer was advised to use multiple daily injections (mdi) as a backup. Instructions were given for putting the pump into storage mode and returning it via pre-paid label within 10 days.